Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
It was reported that the ventilator's keyboard was unresponsive. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.